Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was frequently hanging. Review of the system logfile showed that the temperature is too high. The fse found the rooms air conditioning was not on and he advised the customer to turn the ac back on and cleaned sib and pc fans. After turning on the ac and cleaning, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is hanging. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse reviewed the system log files and identified that the temperature in technical room is too high. The ippc (image processing computer) was tested and working as intended. The fse found the rooms air conditioning was not on. The customer was advised to turn the air conditioning back on. The system was cleaned and returned to use in good working order.